Event description:
Caller stated that he sought medical attention on (B)(6) 2023 around 2:00pm at home. Caller stated that he tested his blood glucose with his prodigy meter and he received a result of lo. Caller stated he was feeling dizzy and generally unwell. Caller stated that he was driven to unc health blue ridge located at (B)(6). Caller stated that he did not take any food drink or medication prior to seeking medical attention. Caller stated that when he arrived at the hospital his blood glucose was 253mg/dl. Caller stated that he was not given any medication to lower his blood glucose. He was monitored until it went down. Caller stated that he was discharged with a blood glucose of 150mg/dl. No additional information was provided.